Event description:
Infiltrated IV site with lidocaine in tb syringe, partially engaged the safety device and laid on bed if needed again. Disengaged safety device to reuse and poked left thumb. Tdap given on (B)(6) 2011.